Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following instrument damages: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable or the tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following instrument damages: there were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable or the tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a cable was sticking out of the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.